Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while slitting the catheter, the lead dislodged and the helix was not retracted back. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.